Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown: product type software product ID hh9020tdd. Serial# (B)(6): product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that the pain pump since november of last year always pause at the 90% when giving a bolus. They had cleaned the memory like they had been told but it still takes forever to get that bolus to go through. Additional information was received from the patient re-reporting they were getting stuck at 90% when getting a bolus. Agent reviewed data and assisted patient in deleting data. Patient was able to deliver the bolus with no lag at 90%. Patient would call back if further assistance was needed. Patient asked for hot tub compatibility.